Event description:
Surgeon was performing total hip replacement surgery and during the irrigation of the femoral canal, a component of the irrigation/suction disposable product came free and stayed in the femoral canal.